Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical device (gel mod-rnd 350cc/ unk_gel implants (doi (B)(6) 2002)) has experienced left-side breast implant rupture. It was also reported that the patient has developed cancer on opposite breast (right). The patient was required medical devices removal. (Doe (B)(6) 2019). Multiple attempts have been made to obtain further information; however, it has not been made available. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the left side.

Manufacturer narrative:
Device evaluation summary completed on 5/2/2019: upon receipt the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During initial examination a rupture within crease was observed on the received device no other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors:continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/25/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Note: the manufacturing date of the device does not align with the implantation date provided by the patient, and that if additional information is received in the future, the file will be updated. Manufacturer¿s reference number: (B)(4).